Manufacturer narrative:
Additional information: h6, h10. An event of thrombus formation at the tip of the sheath, with a straightening of the sheath following attempted implant of a second amulet was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the sheath was reused for both attempted amulet implants. Per the amplatzer amulet delivery sheath instructions for use (IFU), artmt600034452 rev. B, "caution: when placing a device using an amplatzer¿ amulet¿ delivery sheath, refer to the instructions for use provided with the device." Per the amplatzer amulet IFU artmt600034453, rev. B, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." "If the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction"

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, during the implantation of an 25mm amplatzer amulet left atrial appendage occluder (7311074) a thrombus/fibre like structure occurred on the tip of the delivery sheath. The occluder was partially deployed and was recaptured into the sheath. The thrombus was pulled into the sheath and was removed from the patient. The occluder was exchanged for another 25mm amplatzer amulet left atrial appendage occluder (7338110). After a few attempts the procedure was abandoned as the left atrial appendage (laa) could not be reached with the delivery sheath. After pulling out the sheath it was seen that the sheath was straightened (lost its 45x45 curve). The procedure was unsuccessful with no implantation of an occluder. The patient was reported to be in stable condition. Manufacturer report number: 2182269-2021-00043.